Event description:
It was reported that during use in an unknown mildly calcified coronary artery a trek rx coronary dilation catheter was inflated one time to 12 atmospheres. The balloon did not deflate and the physician used very strong force to pull the catheter to the guiding catheter distal tip at which time the balloon became partially deflated. The balloon and the guiding catheter were removed as one unit to the level of the valve. The valve had to be removed to extract the balloon. Another unknown guiding catheter and valve was used to successfully complete the procedure. There was no adverse patient effects or clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, the following additional information was received: the physician did not notice any damage to the device except the difficulty to deflate.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - excessive force. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported deflation issue could not be confirmed due to the conditions on the returned device. Based on visual inspection, functional testing, and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It should be noted that the trek rx instructions for use (IFU) states that when the catheter is exposed to the vascular system, it should be manipulated while under high quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated under vacuum. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Based on the information reviewed, there is no indication of a product deficiency.